Event description:
It was reported that, "locking mechanism of transverse connector cracked when final tightening."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following and engineering eval.